Manufacturer narrative:
(B)(4). Date sent: 2/23/2026. Corrected data: d4, UDI# the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 3/23/2026. D4: batch # z70456. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was received with a clip in jaws and with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed twelve (12) malformed clips and then it ejected eight (8) clips. In order to evaluate the condition of the device¿s internal components, the device was disassembled. Upon disassembling, the camplate was found to be broken causing the malformed and ejected clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device history review: a manufacturing record evaluation was performed for the finished device batch z70456 number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the medium clip deployed, then 2nd clip attempted, but the tips crisscrossed and the surgeon had to pull the applier out. No adverse impact to the patient or user was reported.

Manufacturer narrative:
(B)(4). Date sent 1/28/2026. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.